Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery and also experienced a high blood glucose level of 498 mg/dl. The customer was treated with basal and bolus. The customer¿s blood glucose level was 400 mg/dl had treated with manual shots, but was still high even with fasting. In the morning blood glucose was 385 mg/dl while fasting. The customer stated that they received a no delivery alarm yesterday morning while refilling reservoir and changed set and was unable to filling it right. The pump will not be returned for analysis.